Event description:
The patient reported the symptom of pain around tooth #31 (lower left 2nd molar). The patient reported visiting an endodontist and a periodontist to investigate the reported symptom of tooth pain around tooth #31. The periodontist reported that there was a pocket opened around the alveolar bone and the root of tooth #31, and that there was an infection and an alveolar bone fracture (defined as an unviable crack to a crack to the pulp) near tooth #31. The periodontist performed a bone graft to repair the alveolar bone fracture. The patient reported being prescribed antibiotics (unspecified). The treatment was stopped on (B)(6) 2015 and the patient is currently back to normal.

Manufacturer narrative:
(B)(4). The aligners are not being evaluated (method) as the product performed in accordance to specifications (results , conclusion) and the device was used in accordance with labeled indications (results). This event is being filed as an MDR since the patient required surgical intervention to a permanent structure and invisalign system aligners was being used at that time. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the symptom of alveolar bone fracture on tooth #31.